Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The caller also reported that the user had high blood glucose levels. The blood glucose reading was 280 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.